Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a stent exchange procedure using a filiform double pigtail ureteral stent set, the stent fell apart as it was removed from the patient after being indwelling for approximately 7 months." The stent was placed on (B)(6) 2020. When looking to remove the stent, the physician noted that the stent looked "pristine" and free of encrustation. When using the graspers, the proximal end of the stent pulled off with little force. There was still a piece of stent outside of the ureteral orifice, so again the graspers were used to pull on that section, pulling off another segment of the stent.. The physician made a 3rd attempt, and this time all of the remaining stent pulled out intact. Graspers were used to remove all free-floating pieced from the bladder. All piece of the complaint device are being returned for physical evaluation. The patient experienced additional time under anesthesia, however, it was reported that there were no adverse effects to the patient as a result of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b1, h1 additional information: section c event summary it is reported during a stent exchange procedure using a filiform double pigtail ureteral stent set, the stent fell apart as it was removed from the patient after being indwelling for approximately 7 months." The stent was placed on (B)(6) 2020. When looking to remove the stent, the physician noted that the stent looked "pristine" and free of encrustation. When using the graspers, the proximal end of the stent pulled off with little force. There was still a piece of stent outside of the ureteral orifice, so again the graspers were used to pull on that section, pulling off another segment of the stent. The physician made a 3rd attempt, and this time all of the remaining stent pulled out intact. Graspers were used to remove all free-floating pieced from the bladder. All piece of the complaint device are being returned for physical evaluation. The patient experienced additional time under anesthesia, but it was reported that there were no adverse effects to the patient as a result of this occurrence. Investigation - evaluation reviews of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One filiform double pigtail ureteral stent set was returned for investigation in a used condition. The stent was returned in five segments. The distal coil and body segment measured 22.3cm long from the distal coil to point of separation. The point of separation was at a sideport. The proximal coil segment measured 2.5cm long and separated 1cm from the base of the coil; the width of the coil measured 15 mm. Separation occurred at a sideport. A third segment measured 4mm in length; the point of separation occurred at a side port on one end. A fourth segment measured 12mm in length; the point of separation occurred at a side port on each end. A fifth segment measured 1cm in length; the point of separation occurred at a side port on each end. A document-based investigation evaluation was performed. Two potentially related nonconformances were detected prior to final inspection. All affected devices were identified and scrapped. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications and quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered," and, "improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." A clinical assessment could not eliminate any possible causes for this event such as product handling, medical procedure, device failure, or manufacturing related causes. Based on the information available, cook has concluded that a definitive cause of stent separation could not determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.